Event description:
It was reported that the patient had discomfort and pain at the pocket site belt line. A revision was performed to move the pump. During the pump revision, the pump connection of the catheter broke, and the physician was unable to aspirate from the catheter. The device system was used to deliver prialt. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, lot# unknown, product typ catheter; product ID 8596sc, lot# unknown, product typ catheter. (B)(4).